Event description:
Pt implanted with prodisc-l at l5-s1 in 2009. Pt complained of pain. Pt returned to the operating room on (B)(6) 2012 for removal of hardware. Surgeon removed all hardware and revised pt to a fusion. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.